Event description:
It was reported that during a total laparoscopic hysterectomy procedure that while doing the culpotomy a rumi was inserted into the vagina when the blade tip fell off into the patient. Tip was attempted to be removed with an enseal device to remove through the trocar but when inspected they did not see the tip in the jaws of the enseal. They proceeded with an x-ray to locate the tip. The tip was not located with the x-ray. They then inspected the trocar and found the tip in the trocar housing. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: u9521m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2022. D4 batch #: u94p9u. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hdh05 device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.